Event description:
The physician intended to use the viance. It was reported that the tip of the wire broke off inside the artery of the patients left leg.

Manufacturer narrative:
Evaluation summary: the viance crossing catheter was not received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. However, in additional correspondence received, it has been established that there was no complaint against the viance device. It was revealed that the tip detached from the guidewire used in the procedure and that this was a non medtronic guidewire.